Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. The index procedure treated four target lesions in (B)(6) 2010. Lesion 1 was located in the 2nd obtuse marginal with 99% stenosis and was 15 mm long with a reference vessel diameter of 2.0 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the distal left anterior descending artery with 85% stenosis and was 14 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 3 was located in the 1st diagonal with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 4 was located in the proximal left anterior descending artery with 85% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. The physician treated the lesion with pre-dilatation and implanting a 4.00 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. At 387 days post index procedure, the patient was admitted for chest discomfort. The 85-90% in-stent restenosis of previously placed study stent located in the 1st diagonal was treated with pre-dilatation using serial balloon inflations.

Manufacturer narrative:
Patient identifier: (B)(6). Product is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).